Event description:
Vad (ventricular assist device) coordinator took page from patient, who was concerned that her lvad flows were 2.4-2.8 lpm, down from normal flows of 3.4-4.1 lpm, even after drinking several bottles of water. Power 3.6 watts and speed 2680 rpm. With patient's history of vad thrombus and concern for outflow graft stenosis, notified attending physician on call, advised patient to come to ed, and gave report to ed. Patient was hospitalized, was discussed in selection committee today, will likely undergo lvad exchange from heartware to heartmate 3 next week.